Event description:
It was reported that the insulin pump stopped working. Customer stated a code came out button error and insulin was squirting out on the insulin pump during manual prime. Customer's blood glucose was 149 mg/dl. Customer reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.